Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports pain level at 8, sensitivity, discomfort, not fitting, loose and broken tooth (no details). It was a struggle to put on the aligners and to be force in over the teeth which was very painful. Patient was advised to wear the aligners longer than just at night, and more than a week at a time. Wore them 12-16 hours a day for 2 weeks and the next set had struggles to put them on again. Decided to take them off and has not worn them because of the pain. As a result, now has multiple teeth that feel loose, and has lost 2 fillings.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.